Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was not returned for analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-08799. It was reported that a burr stuck on rotawire occurred. The 90% stenosed target lesion was located at the moderately tortuous and severely calcified distal right coronary artery. A 1.25 mm rotalink¿ plus and a 325cm rotawire were selected for use. During ablation, it was noted that the rotawire was stuck inside the burr and might have kinked. Both devices were removed from the patient's body as a unit. The procedure was completed with another of the same burr and rotawire. No patient complications were reported.